Event description:
A customer reported receiving an error on the display of their freestyle blood glucose monitor when inserting a test strip. As a result, they were not able to properly obtain a glucose result. He reported feeling "woozy," unable to speak properly, "seeing red," and then reported losing consciousness. Paramedics were called, and upon arrival the paramedics obtained a glucose result of 47 mg/dl on an unk brand of meter. Two vials of glucose tablets were administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.